Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced headaches and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re implanted with a new device. This report is filed june 22, 2015.